Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device had cracked display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display and moisture exposure to the insulin pump. The customer's blood glucose level was 268 mg/dl. The troubleshooting was performed. The customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.